Event description:
A report was received that the patient was experiencing pain at the generator site all the time. Turning on the scs causes her pain to be worse. The physician prescribed lidoderm patch and narcotic for breakthrough pain which somehow resolved the pain.

Event description:
A report was received that the patient was experiencing pain at the generator site all the time. Turning on the scs causes her pain to be worse. The physician prescribed lidoderm patch and narcotic for breakthrough pain which somehow resolved the pain.

Manufacturer narrative:
Additional information was received that the physician administered an injection to the patient which caused cerebrospinal fluid (csf) leak. A blood patch was performed. The patient still has headache.

Event description:
A report was received that the patient was experiencing pain at the generator site all the time. Turning on the scs causes her pain to be worse. The physician prescribed lidoderm patch and narcotic for breakthrough pain which somehow resolved the pain.

Manufacturer narrative:
Additional information was received that the injection administered was for the patient's preexisting pain. The headaches were also gone. The event had nothing to do with the stimulator. The patient was reportedly doing well.